Event description:
A handheld device which was returned due to upgrade to the latest programming system was analyzed. During product analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on. The device functioned normally when using a modified cover which latched properly. No further anomalies were identified.